Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The distal connector of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited under-sensing and high thresholds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited unacceptable measurements when it was initially positioned. It was further reported that it was very difficult to retract the screw and the physician suspected the screw was bent. The lead was removed and replaced. No patient complications have been reported as a result of this event.